Event description:
It was reported that the pump's usb port was damaged and prevented connection. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and pump was planned for return and evaluation while replacement pump was provided.